Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Manufacturer narrative:
On 06/25/2015 integra investigation completed. Method: failure analysis. Device history evaluation. Results: failure analysis - returned instrument/product condition. There was a mouth prop in used condition, not showing any unusual markings. The returned mouth prop showing wear, and bent rubber and broken with metal protruding out. Upon visually inspecting the mouth prop, it is noticed that the rubber is bit up. The condition of the instrument reveals misuse. Device history evaluation: nonconforming product report/nonconforming material report history. There is no applicable nonconforming product report/ nonconforming material report history. Variance authorization/deviation history: none. Engineering change order/manufacturing change order history. There is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report has been confirmed, the root cause has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports a pt bit through mouth prop and chipped crowns on teeth. On (B)(6) 2015 customer reports that the pt bit through the device and broke a crown. No further info available.